Manufacturer narrative:
This device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient called to request material samples of implants ("metal and screws") for an allergist to use to conduct skin allergy testing. Reportedly implants were used to treat a broken arm and were titanium. No further information was provided. This is report 3 of 18 for com-(B)(4).

Manufacturer narrative:
(B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.